Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl, 300 mg/dl and 200 mg/dl on (B)(6) 2017. Her symptoms included nausea, vomiting and she couldn¿t eat because she would throw up immediately after. Troubleshooting was not performed and customer stated she was using her old pump and wanted to set up her new pump instead. The product was not returned for analysis.